Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it didn't work. At first it seemed to be working fine, but they they started to develop a sharp pain in their rectum sometime in november. They were told it had a failed electrode. The manufacturing representative (rep) was able to create a new program to help with the problem. That lasted a day or two. The patient called the rep and they instructed the patient to try a different program but they kept failing. They were timing out before they could get any stimulation. Additional information was also received from the rep. They reported that the cause of the high impedances were not determined and no likely cause was known. They tried to program around the electrode impedance. The patient tried at home and maxed out at 4.0 and there was no stim. The results of the x-ray were unknown.

Manufacturer narrative:
H3: analysis of the returned lead (l/n: va35aj9) revealed that conductors 0-3 were broken 3.6cm from the proximal end of the lead as the result of factors beyond intended reliability. Analysis identified a break in the insulation under connector 0 at the proximal end of the lead. Analysis identified that the outer insulation of the lead was twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (I ns) for bowel and fecal. It was reported that there was a lead issue. They also reported high impedance greater than 4000 on all electrodes to electrode 3. The patient also reported that they experience shocking sensations. An x-ray was done. The patient also repo rted pain and worsening symptoms. The issue is ongoing.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35aj9, implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient had an appointment scheduled for (B)(6) 2025 to see the x-ray results. The rep stated they would attempt another reprogramming with customized programs not using the affected electrodes. The rep stated device removal/replacement would be discussed at the (B)(6) 2025, appointment. Additional information was received from the healthcare provider (hcp) via the rep on (B)(6) 2025. The issues with the patient's lead were repeated. Troubleshooting included an impedance check and a customized program. It was noted that a lead fracture had occurred. The cause was not known. The lead was replaced, and the issue was resolved.